Event description:
It was reported that a non-abbott stent was implanted, years ago, in the left anterior descending (lad) coronary artery. On (B)(6) 2014, pre-dilatation, and a laser treatment was performed, at the diagonal ostium. After laser treatment, a perforation occurred at the ostium of the lad. There was no reported treatment. A 2.50x8mm xience xpedition stent delivery system (sds) then failed to cross through the previous implanted non-abbott stent. The sds was removed from the anatomy without resistance. Once outside the anatomy, the stent was noted missing from the delivery system. Per angiography, the 2.50x8mm xience xpedition stent was proximal to the non-abbott stent, in the proximal lad. Additional dilatation was performed and the dislodged stent was noted fully apposed to the vessel wall. A non-abbott stent was successfully implanted distal to the previously implanted non-abbott stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patients weight estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.